Event description:
Customer stated her transformer housing is broken open and can see the inner electrical circuitry.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for eval. The defective power cord has not been rec'd at medela as of (B)(4) 2013. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer f/u was not successful. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).